Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis found that one capacitor failed in-circuit, surge current was below normal, inactive current failed. It was also noted that two diode components were leaking. Once the capacitor was replaced, the battery removal test passed, the device stayed on for greater than ten seconds when the battery was removed. Conclusion: confirmed battery removal failure caused by a capacitor component failure, confirmed the inactive current failure caused by two diode component failures.

Event description:
It was reported the device has physical damage. The device was returned for repair. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower case was broken. However it was also noted that two side bail covers were missing, the lead flex cover was contaminated, the battery contacts were compressed, two side bails were missing, the battery drawer o-ring was missing, the main printed circuit board (pcb) was out of electrical specification, the screw from the main pcb was detached and the label was torn. (B)(4).